Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative condition was confirmed upon turning on the device. The error log indicated an error code that the drift occurred on the flow sensor. The device's flow sensor was replaced to address the issue. Additionally, the muffler assembly was replaced due to dirt and the upper side of the cooling fan was replaced due to noise. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly. The machine flow sensor and exhaust fan were sent to the philips product investigation lab for further testing. The lab technician determined that the machine flow sensor was contaminated dust and dirt and has determined that it has caused the evt_mach_flow_drift_high error code. This failure has been identified and the product has been scrapped. The lab technician observed that the exhaust fan functioned as designed. The technician was unable to duplicate any failure of the fan and has determined that the fan functions as designed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative condition was confirmed upon turning on the device. The error log indicated an error code that the drift occurred on the flow sensor. The device's flow sensor was replaced to address the issue. Additionally, the muffler assembly was replaced due to dirt and the upper side of the cooling fan was replaced due to noise. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.